Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy rash on his back. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed fenistil lotion and cortisone lotion, soventol® hydrocort 0.5%. Follow up indicated that the cortison lotion, soventol® hydrocort 0.5%, helped the skin irritation to improve.